Event description:
Customer reported the insulin pump alarmed during the prime process. Troubleshooting was performed. Customer's blood glucose level was 230 mg/dl. Customer was advised to disconnect from the device. Customer stated the device was dropped. Customer stated the drive support disk is protruded. Customer did not press the cap in. Customer was advised to discontinue use of the device and revert to back up plan. Customer was using this device because his 523 insulin pump had cosmetic damage. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.